Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed through patient's medical records. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: biomet cc I-beam tray 71mm catalog # 141223 lot # 076380 bmet arcom ap pat 3pst 31mm sm catalog # 11-150840 lot # 174390 max pri dcm tib brng14x71/75mm catalog # 11-146154 lot # 384420.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical product: unknown tibial component, catalog # unknown, lot # unknown; unknown bearing, catalog # unknown, lot # unknown. Customer has indicated that the product will not be returned because product is disposed. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had a right knee arthroplasty. Subsequently, the patient underwent open reduction and internal fixation (orif) three years post implantation. No further event information available at the time of this report.